Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt was experiencing pain at his scs lead implant site due to the scs lead being too superficial (per physician). Subsequently, the scs lead was replaced and the new scs lead was placed deeper into the pt's skin. The issue was resolved with the lead replacement/positioning.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.